Event description:
It was reported that occlusion alarms occurred. Customer resumed insulin therapy on the pump. Reportedly, the customer was wearing the pump supplies for 2-3 days. Tandem clinical support informed customer that wearing the pump supplies for 2-3 days is off label per the user guide. There was no reported adverse impact.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.